Manufacturer narrative:
The actual device in the reported incident was sent out for independent eval by the facility and will not be returned to the manufacturer to be evaluated at this time. Without the sample for eval, no specific conclusions can be drawn. Incidents of this nature can generally be attributed to one of two causes. First, the catheter may have become lodged between two rigid body structures and stretched beyond its intended design capabilities. Secondly, the catheter may have been withdrawn or partially withdrawn through the needle shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." All available info has been forwarded to the actual manufacturer for further eval. If the sample is made available to the manufacturer to be evaluated as possibly indicated and reveals any pertinent info, this report will be re-opened for investigation.

Event description:
As reported by the user facility: reports pulled catheter and catheter snapped at the 10 cm mark. This is the first time in 10 years, using very little force, did not pull catheter through tuohy needle. Catheter remains in pt, started new epidural for labor. Pt will be evaluated by a neurosurgeon for catheter removal. Unk if any other pt issue due to pt still under epidural for labor. Additional info provided by the anesthesiologist indicated that the pt is fine and did have the 10cm fragmented piece of catheter removed by a neurosurgeon. The removed 10cm fragment piece was mangled from the hemostat in the removal process and will not be returned for eval. The facility decided to send the remaining catheter out for an independent eval. The anesthesiologist reported if the catheter is received back it is possible the catheter will be returned to b. Braun for eval at a later date. No additional info is available at this time.